Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) testing for fluid volume accuracy. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). Internal and external inspection was performed and passed. The device passed electrical testing but failed rite (returned instrument test evaluation) function test due to therapy monitored volume failed. The unit could not deliver an accurate amount of fluid resulting in therapy monitored volume failed. The cause of the rite failure of therapy monitored volume failed was determined to be caused by deteriorated piston foam. A review of service history previous device servicing did not cause or contribute to the reported difficulty. To correct the reported issue, the device was sent to service and scrap the piston foam. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.